Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate atrial fibrillation (af) episodes. Noise was able to be reproduced in clinic. Device data was sent to engineering for review. Data review determined that the device was operating as intended and the noise is consistent with mechanical impairment of the electrode. Technical services (ts) then recommended x-ray and potential electrode replacement. This electrode was explanted and returned for evaluation. The electrode met specification and the physician is now questioning if the clinical observations are related to this subcutaneous implantable cardioverter defibrillator (s-ICD).

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.